Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead fracture was suspected due to premature battery depletion. The lead was explanted.